Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin.net transmission was not showing any impedance or r-wave data on the transmission. It was also noted that the implantable cardioverter defibrillator has skipped values/readings since late (B)(6) or early (B)(6) of 2018. Programming changes were discussed. No patient symptoms were available. No further information was reported.